Event description:
Description according to short form complaint filed: it is alleged that "(pt) received a cook celect filter in (B)(6) 2012 (exact date omitted) at (B)(6)". Patient outcome: it is alleged that pt was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). Since catalog# is unknown, the 510(k) could be either k073374, k061815, k090140, k112119 or k121057. Investigation is still in progress.

Manufacturer narrative:
Manufacturer reference: (B)(4). (B)(4). Since catalog# is unknown the 510(k) could be either k073374, k061815, k090140, k112119 or k121057. Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a cook celect filter in (B)(6) 2012 (exact date omitted) at (B)(6)". Additional information was provided 11dec2015: "CT scan taken in (B)(6) 2013 found 3 filter tines that had eroded through the vena cava and there was a mild effect on the aorta. A follow-up CT scan 3 months later showed there was still mild mass effect of the ivc prong on the aorta and an aortogram was obtained and the tine was seen pushing against the aorta. There were concerns that this may possibly create an aorta fistula over time. The right neck was prepped and using a modified seldinger technique a 5-french was placed. The filter was located at l3 and l4. The internal jugular and the tulip filter retrieval kit was used and the removable sheath was passed over a stiff wire down to l3. A snare loop was used to lasso the hook. The sheath was then advanced and the filter was collapsed easily. The filter was pulled out of the patient's body." Patient outcome: it is alleged that pt was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Exemption number (B)(4) . William cook europe aps (manufacturer) is submitting this report on behalf of (B)(4). (B)(4). (B)(6). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on 10/03/2015 as follows: the plaintiff allegedly received the device implant via the right common femoral vein on (B)(6) 2012 as pe prophylaxis prior to bariatric surgery. The device was successfully removed on (B)(6)2013. The plaintiff alleges migration, tilt, organ perforation, bleeding, weakness, and anxiety.

Manufacturer narrative:
(B)(4). Catalog number: unknown but referred to as a cook celect filter. Since catalog number is unknown the 510(k) could be either k073374, k061815, k090140, k112119 or k121057. Summary of investigational findings: since no device or imaging studies have been available and only limited medical records have been made available the exact root cause for what caused the alleged perforation are unknown. Perforation is a known risk in relation to filter implant reported in the published scientific literature. Rpn and lot number were not provided, why device history record cannot be investigated. However, there is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a cook celect filter in (B)(6) 2012 (exact date omitted) at (B)(6)." Additional information was provided 11 dec 2015: "CT scan taken in (B)(6) 2013 found 3 filter tines that had eroded through the vena cava and there was a mild effect on the aorta. A follow-up CT scan 3 months later showed there was still mild mass effect of the ivc prong on the aorta and an aortogram was obtained and the tine was seen pushing against the aorta. There were concerns that this may possibly create an aorta fistula over time. The right neck was prepped and using a modified seldinger technique a 5-french was placed. The filter was located at l3 and l4. The internal jugular and the tulip filter retrieval kit was used and the removable sheath was passed over a stiff wire down to l3. A snare loop was used to lasso the hook. The sheath was then advanced and the filter was collapsed easily. The filter was pulled out of the patient's body." Patient outcome: it is alleged that pt was injured without further explanation.

Manufacturer narrative:
(B)(4). It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "migration; tilt; organ perforation; bleeding; weakness; anxiety". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Unknown if the reported bleeding; weakness; anxiety is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Manipulation in the area of the filter implant may cause migration or contribute to changes in the filter configuration and placement. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.